Event description:
Information was received indicating that a smiths cadd-ms® 3 ambulatory infusion pump displayed a blockage alarm during infusion. The patient checked and did not find a blockage in the pump. The patient was able to get the device to operate again and will continue to use it until a replacement is issued. There was no reported injury to the patient.

Manufacturer narrative:
Additional information: received additional information on (B)(6) 2019 indicating that the event occurred sometime in february and the infusion being delivered was life sustaining. Fields updated: date of event.